Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient was admitted for a coronary artery bypass graft and mitral valve replacement procedure, during which an mhv 500dm27 std mitral valve was implanted in the mitral position. After the procedure, an echocardiogram was conducted to assess valve function and it was found that one of the valve leaflets was stuck. This issue necessitated a redo procedure and the patient had to be placed on extracorporeal membrane oxygenation (ECMO). No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: b.5: event description h.6: coding. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that reported the replacement device was a 27mm mechanical valve of the same model. It was further noted that the patient had an acute lung injury due to cardiopulmonary bypass. It was also reported that leaflet motion was tested with the blue actuator during the implant procedure, and the valve was rotated within the annulus to attain appropriate leaflet motion. The physician does not believes this is a case of patient prothesis mismatch. It was further reported that there was no impingement of the leaflet with any tissue. No additional adverse patient effects were reported.